Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during virtual training the ilet displayed drops during the fill-tubing step, but the on-screen ¿yes¿ option did not illuminate, preventing progression, and the device subsequently presented an unhandled fault error; a replacement ilet was issued and the original was returned for evaluation. Symptoms included no reported adverse physiological effects and blood glucose was unaffected. Outcomes included product replacement without medical intervention or hospitalization. Investigation included customer interviews, review of user-provided media, and device return for analysis. Investigation of this case revealed an unresponsive display/user interface behavior consistent with a device malfunction related to the pump user interface, with fault handling observed on the returned unit. It was concluded, based on previously established findings for similar reports, that the cause was product performance issue due to a malfunction of the user interface during setup.